Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps sinus perforation, mobility, perhaps overload. Delivered screw retained cantilever bridge on (B)(6) 2022, patient returned (B)(6) 2022 "implant loose". Dentist removed it - implant and crown as one.